Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the 4th inflation. The first three inflations were also to 8 atms. The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'fine'.